Manufacturer narrative:
(B)(4). The insulin pump was received with a broken battery cap, corroded battery cap, corroded battery tube, cracked reservoir tube lip, broken battery tube threads, and missing end cap sticker. A cracked case display window corner was also noted.

Event description:
It was reported that the insulin pump had a broken battery cap and other physical damage to it. The blood glucose reading was 66 mg/dl, which was treated with orange juice. The customer stated that there was a little piece cracked off the device a few months prior. She noted that another piece came off on the day of the call. She noted some corrosion on the battery cap. She stated that there was a chunk of plastic missing from near where the battery cap goes in. She advised that she felt fine, having treated for low blood glucose, and stated that she had low readings because she needed some adjusting in the morning. Advised replacement of the insulin pump. Nothing further reported.